Manufacturer narrative:
The device in question has not been received. Once the device is evaluated by conmed a follow-up report will be sent. The user-facility had stated that the patient had sustained a burn while conmed's ultraclean electrode was being used. Conmed had inquired about the size, degree, location, and medical intervention for the burn, but the reporter did not have any of the requested information. As the severity of the burn is unknown, conmed is filing this report with the FDA.

Manufacturer narrative:
The sample in question was returned to conmed and was evaluated. The investigator found the device to perform according to specifications and could not reproduce the reported event. This report or other information submitted by conmed electrosurgery under 21 cfr part 803, and any release by the FDA of that report information, does not reflect a conclusion or admission by conmed electrosurgery or the FDA that the device, conmed electrosurgery, its employees, its contract service firms, or their employees caused or contributed to the reportable event.

Event description:
A patient had sustained a burn while the surgeon was using conmed's ultraclean active electrode.